Event description:
Related manufacturer report number: 2017865-2022-48664. It was reported the patient received inadequate shocks from the device. Additionally, noise resulting in oversensing and high defibrillation impedance were noted on the right ventricular (rv) lead. Lead insulation damage was suspected. The device and rv lead were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were insulation damage, noise, inappropriate shock and high defibrillation impedance. As received, a complete lead was returned in one piece. The reported events of insulation damage, noise and high defibrillation impedance were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Additional finding unrelated to the reported events: visual inspection of the lead found external insulation abrasion consistent with friction to another device or feature of the heart breaching the optim sheath only at the distal region of the lead. The silicone tubing was not abraded in this location.